Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient was having lower back pain in (B)(6) 2015 and had been scheduled for an MRI scan (magnetic resonance imaging) to evaluate. During the scan the patient complained of heating to the pump area and the MRI was stopped and not completed. The patient's pain persisted and the healthcare professional (hcp) wanted to do another MRI but was wondering about the heating effects. The pump was used to infuse hydromorphone. No intervention or outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.